Event description:
It was reported that a novum iq large volume pump under-infused during patient infusion. The patient needed dextrose 10% for increased potassium. The pump was programmed to deliver the infusion at 1200ml/hr; the gtt rate seemed slow. When the rate was dropped to 999 ml/hr, the fluid was dripping faster. The pump indicated the infusion was complete; however, the medication was still 3/4 full. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number ((B)(6)) is unknown, therefore, the UDI number only will contain the device identifier ((B)(4)). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d4 and h6. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.